Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a hernia. On an unreported date, the patient was diagnosed with the hernia after the start of pd therapy. On an unreported date, the patient was hospitalized for surgical repair of the hernia. It was reported that there had been no overfill events on the homechoice cycler. At the time of this report, pd therapy is on-going. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4): the exact occurrence date is unknown. At the time of the report, the customer indicated the device was not available for evaluation. If additional relevant information is received , a follow up report will be submitted.

Manufacturer narrative:
(B)(4). A service history and device history review were performed with no issued noted.